Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 on patient's behalf to report permanent out of range on (B)(6)2014. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The transmitter device ((B)(4)), used with the complaint receiver device, was returned on (B)(4) 2015. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported evend of a permanent out of rage signal was confirmed. The root cause was determined to be a defective transmitter.